Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no damage was observed. Applicator had not been fired and sheath was locked. However, applicator was unlocked and able to fire correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspected the sensor pack and no damage was observed. Lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor plug was properly seated and no issues were observed. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the sensor not applying, and as a result the customer had hypoglycemia and experienced a seizure. The customer received an unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the sensor not applying, and as a result the customer had hypoglycemia and experienced a seizure. The customer received an unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.